Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation but one electronic photo was provided for review. The photo shows one glidepath dialysis catheter implanted in a patient. The tissue cuff was noted to be expelled out of the catheter insertion site. Blood residue was noted on the tissue cuff. Therefore, the investigation is confirmed for the reported loosening of implant and expulsion issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2023).

Event description:
It was reported that two months post dialysis catheter placement procedure on the right side in the intrajugular vein, no tissue growth was allegedly noted in the tunnel and the catheter cuff kept coming out. There was no reported patient injury.